Event description:
The aortic superior balloon was inflated to 2 atmospheres three times, as per IFU instructions. Physician noticed a drop in blood pressure. Final angio showed a small tear in the aorta at the level of the superior attachment system. The ancure graft was explanted and the pt had a traditional graft sewn in. Physician stated that the pt had very thin, diseased aorta and believes that any balloon inflation would have had a similar effect on the vasculature.